Event description:
It was reported that a farawave pulsed field ablation catheter that was selected for use during a pulsed field ablation procedure to treat atrial fibrillation exhibited tip damage. Upon insertion of the catheter into the non-boston scientific sheath, potentially traumatic damage to the black tip of the catheter was noted. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a farawave pulsed field ablation catheter that was selected for use during a pulsed field ablation procedure to treat atrial fibrillation exhibited tip damage. Upon insertion of the catheter into the non-boston scientific sheath, potentially traumatic damage to the black tip of the catheter was noted. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. No issues with the splines were noticed. The reported event was not confirmed.